Event description:
It was reported that during the surgery metal flakes fell from the shaver and when the doctor pulled the device, the thread head broke under the elastic band.

Manufacturer narrative:
The visual examination of the returned device revealed galling marks along the inner shaft near the distal tip, and both inner and outer shafts were bent. There was also damage to the cutting edges, missing metal, and dents on both the inner and outer shaft cutting edges. The inner shaft hub was also confirmed to be detached from the inner shaft. Function testing could not be performed on the device due to the broken inner hub. The damage to the cutting edges on the device indicates the device came in contact with a hard object. Ascent healthcare solutions' instructions for use states: "do not allow the arthroscopic shaver to come into contact with staples, clips or any metal object to avoid damage to the blade and possible patient injury." The presence of galling marks on the inner shaft and the missing metal and dents on the inner and outer shaft cutting edges confirm metal fragments were emitted by the device. This is an indication of excessive lateral or "side-loading" of the device. Ascent healthcare solutions' instructions for use states: "do not apply excessive pressure or "side-load" the blade during use. Side-loading does not improve performance of the instrument, can dull the blade, and/or produce metal particulates." The device packaging which contains the lot number was not returned with the device therefore the device history record for the returned device could not be reviewed. The reported event is not occurring more frequently or with greater severity than is usual for the device.